Event description:
Reporter alleged obtaining discrepant blood glucose values of 197 mg/dl back to back with a result of 103 mg/dl when testing was performed 1 minute apart on the advantage system. No actions were taken or treatment reported received. A request was made for the return of the suspect device and replacement product was sent.